Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test. No motor error alarm was noted. No motor encoder postilion error could be confirmed due to an erased history file. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during bolus or basal. Customer's blood glucose was 600 mg/dl, treated with manual injection. The device was not exposed to a high magnetic field. The alarm has occurred six times. Customer was able to rewind the device. No further information reported.